Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was intermittently capturing at maximum outputs. An x-ray was performed and it was revealed loss of slack and possible microdislodgement. The physician repositioned the rv lead without incident and remains in service. No additional adverse patient effects were reported.